Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. The customer declined to reset the error with tandem technical support.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a separate issue captured in medwatch mfg report # 3013756811-2019-35996.